Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open radical nephrectomy, the device could not open. They used another like device to complete the procedure. The procedure was extended for 10 minutes. There was no patient injury.